Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The complainant reported that the impella cp placement was aborted due to the patient having severe tortuosity and aneurysmal aorta. The impella was unable to make turn around the aorta. Therefore, the device was removed and the patient was placed on veno-arterial extracorporeal membrane oxygenation (va ECMO). There was no reported patient harm.

Manufacturer narrative:
The investigation into the delivery issues has been completed. The device was not returned for investigation. Based on the clinical information provided, the root cause of the delivery issue was most likely due to patient condition since patient had severe tortuosity and aneurysmal aorta which made the placement unsafe to push the impella.